Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 07/20/2020. Merge healthcare support worked with the customer to successfully remap the left ventricular outflow track (lvot) measurement and the tr (tricuspid regurgitation) vena contracta measurement. The measurements were confirmed to be displaying correctly in the clinical cardio report. No further action is required. Revised information contained in this supplemental report includes the following: g3 - date new information received by manufacturer. G6 - indication that this is follow-up report 001. H6 - evaluation codes: health effect - clinical code: 4582 no clinical symptom/sign. Health effect - impact code: 2199 no health consequences or impact. Medical device problem code: 1449 application program problem: parameter calculation error. Component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 10 testing of actual/suspected device. Investigation findings: 3200 incorrect data definition. Investigation conclusions: 143 quality control deficiency. There were no reports of death, serious injury or injuries that were directly caused or contributed to as a result of this issue.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information from merge healthcare and other vendors systems including images, hemodynamic studies and reports, measurements (via import from (B)(4) structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. Merge cardio is intended to allow users to review diagnostic and non-diagnostic quality images, annotate studies, perform digital subtraction on images, to perform quantitative measurements on images (including but not limited to quantitative coronary analysis, left ventricular analysis, time, area, length, velocity, angle, volume, and velocity-time integrals), to generate physician generated clinical reports (via structure reporting and template based tools), and to store this information in a database. On (B)(6) 2020, a customer contacted merge healthcare and stated that from one philips modality, the left ventricular outflow track (lvot) measurement was populating in the clinical cardio report incorrectly and that the correct lvot measurement was populating in the tr (tricuspid regurgitation) vena contracta field. Due to an incorrect values displaying in the diagnostic report, there is a potential for incorrect treatment of a patient that could result in harm. There have been no reports of patient injury or harm as a result of this issue. Reference complaint (B)(4).